Manufacturer narrative:
The customer's report of a bulge in the silicone pumping segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the portion of the lower fitment. The root cause could not be determined because no product was returned.

Event description:
The customer reported that while attempting to flush the right ij triple lumen catheter resistance was noted on two capped ports and the third port which was attached to a primary set infusing by gravity. Flushing was attempted through the most proximal port on the set rather than disconnecting the set and flushing the hub of the lumen directly, and this line had the least resistance. The patient¿s head and neck were repositioned due to the possibility that positioning may have caused partial occlusion of the catheter. The user then attempted to flush via the medial port on the tubing, noted complete loss of resistance, and noted that a large bulge had formed in the pump segment. The user replaced the tubing and there was no patient harm.